Event description:
It was reported that during endovascular procedure in a patient with ica tail stenosis, after balloon angioplasty, when adjusted the position of the subject stent, the operator found the distal marker of the subject stent delivery wire fractured. When the microcatheter and subject stent were withdrawn, it was found that the tail of the subject stent was stuck at tip of microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the subject stent device was returned with a microcatheter. (No issue with catheter as was used to finish procedure). The stent delivery wire (sdw) was seen to be kinked. The sdw was seen to be broken after the proximal bumper coil. (Distal section of sdw not returned) the stent was seen to be deformed. The introducer sheath was not returned. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.the reported sdw broken/fractured during use was confirmed during analysis. The reported stent partial deployment could not be confirmed; however, the analysis results are consistent with the reported event, the device did not meet specifications when received for complaint investigation based on functional and visual inspection. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The device was returned for analysis with a microcatheter, however it was reported the same catheter was used to finish the procedure as per the additional information provided, this would indicate there was no issue with the returned catheter. The stent was returned in the condition of fully deployed and deformed, however it was reported the partially deployed stent was removed from the catheter tip by the operator. The (sdw)- stent delivery wire was returned and found to be kinked and broken, confirming the reported break and the introducer sheath was not returned for device analysis. Its likely manipulation of the device during the procedure would have caused the damage noted to the device during analysis. The as analyzed events of sdw kinked/bent, sdw broken/fractured during use and stent deformed as well as the as reported stent partial deployment and sdw broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during endovascular procedure in a patient with ica tail stenosis, after balloon angioplasty, when adjusted the position of the subject stent, the operator found the distal marker of the subject stent delivery wire fractured. When the microcatheter and subject stent were withdrawn, it was found that the tail of the subject stent was stuck at tip of microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.